Manufacturer narrative:
Siemens commercial product support (cps) team investigated that data provided by the customer. Investigation: data from rp500 sn # (B)(4) was examined. Data from rp500 sn # (B)(4) was not available. Measurement cartridge (B)(4) was installed on (B)(6) 2015. There are numerous occurrences of benzalkonium interference observed on this cartridge throughout its use life including during the suspect sample time. This interference causes na+ sensor instability and in some cases calibration failures (d2 and d3 errors) will occur. There is evidence of benzalkonium interference during the suspect sample time on instrument 30721. Benzalkonium heparin is listed in the rapidpoint 400/405/500 manuals as a known interferent for both the sodium and potassium (k+) sensor. In addition, under the "cleaning exterior surfaces" section in the manual the following caution is listed: "do not use any solutions containing the benzalkonium chloride ion..." The cause for the falsely elevated sodium result was due to benzalkonium interference. Instrument is performing as intended.

Event description:
Customer reported falsely high sodium (na+) result on the instrument. There was no report of serious injury due to this event.